Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: ground bond resistance measured 0.110 ohm, specifications are 0.001 - 0.100 ohm. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). Measured main ground bus resistance from door post to power entry module (pem) rear ground prong, total ground bus resistance was 28 milliohms; measured door frame to door post resistance, 2 milliohms; measured door frame to pem rear ground prong resistance, 21 milliohms. Reseated power entry module ground wire at power entry module side door frame to pem rear ground prong, resistance now 4 milliohms. The assignable cause of the rite ground bond failure was determined to be poor power entry module ground wire connection. Scrap the power entry module harness with ground wire. Device was sent to service.